Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited noise. It was also reported that the right ventricular (rv) lead exhibited noise, sensing integrity counter (sic), and high thresholds. Both leads will be monitors and remain in use. No patient complications have been reported as a result of this event.